Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant of the right atrial (ra) lead, the patient experienced cardiac tamponade due to lead perforation. Measured data showed increased threshold. An open heart surgery was required to explant the ra lead. . The perforation site was sutured and fixed. The surgical physician suggested that the leads could remain in use, and therefore data were measured, the results of which were even worse (than the earlier).the atrial lead was removed and the device was programmed in vvi mode. No further patient complications have been reported as a result of this event.